Manufacturer narrative:
Concomitant products: product ID: 305901, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309101, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown; product ID: 309101, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient's programmer is maxing out on both sides. Support link assisted in changing the side from left to right and it maxed out at 1.8. Support link tried to troubleshoot and it was still not working. Support link advised to go back to the left side and that also maxed out at 1.6. Support link advised patient to leave the setting on the right side at 1.6 and to contact their clinician. Patient is still on the left side. No change was made. Patient says their machine is still not working from being maxed out and is waiting for a callback about it. Support link had advised for the patient to contact their physician's office. The representative has been notified. The patient stated that the device isn't working, that the leads are loose and getting looser. The patient stated that the since speaking with an agent the other day, they haven't touched the machine and that it isn't working. The patient stated that they don't feel the stimulation. The patient has a call in to a doctor but wasn't sure which doctor they should talk to about this. The patient stated they will see their doctor tomorrow and talk to them about the device not working then.